Event description:
Healthcare professional reported through the french national agency for the safety of medicines and health products (ansm) "intracapsular rupture", "pain", "periprosthetic capsule stage 4: the breast is very hard, deformed and painful to the touch", "effusion/lymphorrhea operative discovery", "anaplastic lymphoma histological sample for investigation". This record is for the right side. Device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.